Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer is using the same pump settings that were used on previous non tandem pump. Customer changed the cartridge, infusion set, and infusion site, and reported blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.